Event description:
New information received notes that the right atrial and right ventricular lead was capped and replaced on (B)(6) 2023. No further patient consequences were reported.

Event description:
Related manufacturer reference number: 2017865-2023-10915. It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. Furthermore, the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. The programming changes were made. No patient consequences reported.